Event description:
The patient reported that their device had been a big disappointment and didn't know if it works. The patient also stated that it was hard to tell if they were getting a 50% reduction of symptoms. The patient still had to take medication. The trial was "sort of" successful and was stated that "you cant tell". The patient was implanted for urinary dysfunction and/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.